Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, an unknown device failure occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information was received: the proglide device was used with a 6f sheath during a pre-close procedure in the mildly calcified right common femoral artery prior to a balloon aortic valvuloplasty procedure. Reportedly, the device did not feel right and the device did not deploy properly. A second proglide device was successfully used for suture placement. The sheath was upsized to 12f for the balloon aortic angioplasty procedure. After the intervention procedure, the preplaced sutures of the second proglide device were used to achieve hemostasis. The physician is reportedly trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: it was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4) - failure to follow steps: per the instructions for use: the pre-close technique using at least 2 devices must be used when closing sheath sizes 8.5f to 21f. The device was returned for evaluation. The reported device failure was confirmed. The returned device analysis suggests there was full engagement of the cuffs; however, the link was noted to be detached at the swage end of the posterior cuff. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances tat would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar for device operates differently than expected incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.